Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unk - screws: trauma/unknown lot. Part and lot number are unknown. Without the specific part number, the UDI number and 510-k number is unknown. D4: UDI: as the serial and lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that: subject ID: (B)(6). Study no: no information provided. Clinical adverse event received for screw backout requiring surgical removal. Device related: yes; procedure related: no; date of event: 2024-07-18; date of implant: (B)(6) 2024; date of revision: no information provided; device location: 32-c3. Treatment/impact: extensive/full visualization of the fracture site and post-op antibiotics via intravenous up to 1 day. Depuy synthes products used: catalog number: 04.233.224s; lot number ID: no information provided; component type: nail; device description: dps - retrograde femoral nail advanced. Catalog number: 02.124.419; lot number ID: no information provided; component type: plate; device description: dps - va-lcp condylar plate 4.5/5.0.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: e4, h8 d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.